Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited episodes of biventricular percent pacing less than limit because of oversensing post ventricular contractions. Programming changes were made. Patient was stable before, during, and after the programming change.